Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient went under a revision on (B)(6) 2019, wherein the ipg was repositioned due to pain at the ipg site.